Event description:
It was reported that trial procedure was cancelled due to the patient was moving during procedure causing the physician to have difficulty in accessing the epidural space. The patient was only administered with local anesthesia which was not enough sedation. The spinal cord stimulator (scs) lead was successfully implanted and was pulled out and then disposed of by the facility. No further information has been obtained.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-70e. Serial number: (B)(6). Batch/lot number: 7100702. Model/catalog description: 1x16 perc lead trial kit, 70 cm. Unique identifier (UDI)#: (B)(4).